Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at a dose of 5.995 mg/day via an implantable pump for spinal pain. It was reported that a motor stall occurred and the patient recently had an MRI. A motor stall recovery had not occurred. The logs showed that on (B)(6) 2017 at 8:58 a motor stall occurred. The hcp updated the pump several times, so she was looking at several reports, but did not see a motor stall recovery. The hcp reported they have always used the verbiage pump started due to restart command as an indicator that the motor stall had cleared. It had not been less than two hours since the patient exited the MRI field. The patient was seen on (B)(6) 2017 and was experiencing withdrawal symptoms. A bolus was programmed. The representative still did not see the verbiage motor stall recovery occurred. The patient was provided a personal therapy manager (ptm) yesterday ((B)(6) 2017) and was able to bolus five times. The patient reported feeling better after the bolus on (B)(6) 2017, but stated she had periods where she felt fine and then does not like her pain is back. The patient currently felt fine. The nurses felt the patient would be in withdrawal if the pump was still stalled. The hcp did not see an attention dialogue pop up upon interrogation. The symptoms were considered a sudden change in therapy/symptoms. The patient started taking oral medications on (B)(6) 2017 when she felt a return of symptoms. The hcp was told by a previous representative that they had to update the pump every time they interrogated it. The representative further clarified that they only needed to update the pump when changes were made. During one of the updates on (B)(6) 2017, they noted a stopped pump. The pump was successfully updated a couple minutes later. The nurse did report they had a telemetry interruption that caused the stopped pump. The pump logs from (B)(6) 2017 indicate the pump was shut off for 2 minutes. The estimated elective replacement indicator (eri) was at 58 months. A bolus dose of 0.750 mg morphine for a duration of 2 minutes was given. The reservoir volume was 28.1 ml. It was stated that the patient was a (B)(6) old with failed cervical neck surgery and chronic lumbar back pain. The patient had fair relief with no side effects. The hcp would check the side port. The patient had an MRI on (B)(6) 2017 and the pump stopped. The patient had been having withdrawal symptoms through the weekend. It was medically necessary to refill and reprogram the pump because this was the patient¿s scheduled refill date ((B)(6) 2017). The patient was allergic to codeine. The patient¿s medications included levothyroxine 0.123 mg (1 per day), simvastin 40 mg 0.5 per day, nitrofurantoin macro 50 mg 3-4 per week, calcium 600 mg one per day, oxycodone 20 mg four per day #120 as needed, multivitamins 50+, ibuprofen 200 mg 1-3 as needed per day, voltaren gel 1% four times per day, xanax 1 mg every night. The patient had smoked one pack per day for 40+ years. The patient was a 4/10 on the pain scale for the back. The center port of the pump reservoir was accessed and 28 cc of residual drug was removed. There was good flow. The pump was then refilled with 40 cc of preservative free morphine 25 mg/cc. The pump was then electronically analyzed and reprogrammed to deliver 6 mg of morphine a day. A priming bolus was programmed to fill the catheter tubing and the patient was also given a ptm on (B)(6) 2017 and it seemed to be helping the patient. The priming bolus was 3.602 mg for a duration of 9 minutes. The old dose per day was 5.551 mg/day using flex dosing. The hcp gave the patient a single bolus of 1 mg over 3 minutes. There were multiple boluses programmed and the patient was given a ptm to use. On (B)(6) 2017, it was stated that there was some evidence of malfunction. The pump did stall and stopped. On (B)(6) 2017, the patient was experiencing withdrawal symptoms. The hcp gave the patient 2 1 mg boluses over 6 minutes (1 mg for 3 minutes each). The patient left the office with a pain level of 6 from 10+ when she arrived. Additional information was received from a healthcare provider via a manufacture representative on (B)(6) 2017. The cause of the telemetry interruption was not determined. The patient¿s weight at the time of the event was unknown as it was not disclosed. There were no further complications reported.